Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes affiliate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient underwent a hindfoot arthrodesis procedure on (B)(6) 2018 in which the expert hindfoot arthrodesis nail (han) was implanted. During the procedure, it was noted that aiming for the hole of the talar screw was difficult. The drill did not go straight through the hole. It was suggested that the level of deformity of the foot may have been the cause of the issue. Concomitant devices reported: cannulated connecting screw for percutaneous insertion handle (03.010.042, lot number unknown, quantity 1), insertion handle for hindfoot arthrodesis nail-ex (03.008.007, lot number unknown, quantity 1), 8.0mm/4.2mm drill sleeve 200mm (03.010.065, lot number unknown, quantity 1), protection sleeve (part number unknown, lot number unknown, quantity 1).

Event description:
Surgery was completed successfully with an unknown delay. There is no reported patient consequence. This report is for an aiming arm for titanium cann hindfoot arthrodesis nail-ex. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient ethnicity is unknown. Event or problem: additional information is known. Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.